Event description:
As reported by the edwards clinical specialists, during a visit to the partner study clinical site, she was informed this patient was hospitalized for congestive heart failure exacerbation secondary to paravalvular leak of the 26mm sapien transcatheter heart valve which had been implanted 17 months earlier. Per medical records received, the patient was admitted to the hospital on (B)(6) 2012 for worsening congestive heart failure secondary to moderate to severe regurgitation of his prosthetic aortic valve; ar had been confirmed per transthoracic echocardiogram (tte) results on (B)(6) 2012. The patient was diuresed with lasix and evaluated for a peri-prosthetic valve closure procedure. The patient also showed persistent atrial fibrillation for which he had been on long term anticoagulation. Due to the pending valve closure procedure the coumadin was discontinued. The patient was discharged and scheduled to return on (B)(6) 2012 for aperi-prosthetic valve closure procedure. On (B)(6) 2012, a tee was performed which showed normal prosthetic leaflet opening with a significant prosthetic regurgitation which was medial and posterior. There was holodiastolic flow reversal in the thoracic aorta, severe tricuspid valve regurgitation with increased left ventricular filling pressure, an ejection fraction of 50%, and a mean gradient of 12mmhg across the prosthetic aortic valve. The smaller of the two paravalvular jets (posterior) was treated with an 8mm amplatz avp2 plug. An attempt was made to probe into the posteromedial peri-prosthetic leak, however despite several attempts; the physician was unable to cross this defect with the guidewire. A decision was made to stop the procedure. The patient remained hemodynamically stable. The post-procedure echocardiogram showed a reduction in the aortic insufficiency from severe to mild-to-moderate. The patient was subsequently transferred to the recovery area in stable condition. There were no complications during this procedure. The patient was discharged the following day on warfarin for anticoagulation therapy.

Manufacturer narrative:
The device history record (DHR) review of the effected sapien valve shows the device met specifications prior to distribution of device. Tee and cine images for this case were submitted to edwards for review. The imaging was reviewed by edwards' medical staff. Observations/impressions: observations: index procedure cine ((B)(6) 2011) severe aortic valve calcification, severe aortic root calcification, no porcelain aorta, severe mitral annular calcification (mac). Fair coaxial alignment; good image intensifier angle; valve appears too aortic; significant aortic regurgitation; index procedure tee ((B)(6) 2011); no deployment or positioning images; discharge tte ((B)(6) 2012); valve appears too aortic; 2-3+ posterior paravalvular leak (pvl); 30 day tte ((B)(6) 2012); no significant change from discharge tte; 6 month and one year ttes; not reviewed; 18 month tee. Severe pvl near the non-coronary cusp (ncs) and right-coronary cusp (rcc) of sapien valve impressions: good image intensifier angle, fair coaxial alignment, valve position 80/20 aortic by echo. No positioning or deployment images available for review. Two - three + (2-3+) posterior pvl present on discharge and 30 day tte. Procedural tee was difficult to interpret as the images appeared inverted and the annular diameter was masked. Eighteen (18) month tee demonstrates severe pvl in the region of the ncc and rcc. In addition, no migration of sapien valve noted, with normal leaflet coaptation, no significant transvalvular leak, but of note, the post paravalvular leak demonstrates a clear channel between the annulus and the sapien valve. This suggests the possibility of valve under sizing. However, this cannot be confirmed without review of the annular measurements. Per the device's instructions for use (IFU), complications associated with aortic valve replacement and bioprosthetic heart valves include but are not limited to paravalvular leak. Paravalvular leak can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. Some pvl is expected post deployment. Many cases are mild to moderate (<3+), and either resolve over time or do not cause symptoms. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, a combination of patient and procedural factors likely caused or contributed to this event. Review of images from the index procedure showed severe aortic valve calcification, severe aortic root calcification, severe mitral annular calcification (mac) and the final valve position appeared too aortic. Tee results of (B)(6) 2012 showed normal leaflet coaptation, no significant transvalvular leak, but of note, the post paravalvular leak demonstrated a clear channel between the annulus and the sapien valve. This suggests the possibility of valve under sizing in the presence of severe annular calcification. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.